Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was also moisture alleged in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, all keypad buttons were responsive during investigation. The keypad cover was removed to find no defects to or under the button contacts. The under responsive keypad complaint was unable to be duplicated. Evidence of moisture was found behind the display lens. A leak test failed due to a leak in the battery compartment. The pump was opened to find extensive evidence of moisture throughout the pump internally.